Event description:
It was reported that the customer was hospitalized for a staph infection within a few days of being on the insulin pump. The customer's blood glucose level was 400 mg/dl or above at the time of the report. Troubleshooting was not performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).